Manufacturer narrative:
(B)(4).

Event description:
In 2013 the patient underwent a humero-axillary bypass surgery using a gore-tex® stretch vascular graft to create an access for hemodialysis because of renal insufficiency due to unknown reasons. Reportedly, on (B)(6) 2021, the vascular graft was explanted due to an infection with enterobacter cloacae. It was reported that the physicians have no suspects about the most probable cause of the infection.

Manufacturer narrative:
Description of the evaluation concerning possible root causes/causative factors and conclusion: the explanting physician sent the explanted graft to a 3rd party for evaluation. Gore sent requests to the 3rd party in possession of the graft to clarify the serial number of the graft, date of implant, pre-existing infection at the implant site, root cause of infection and patient information. They replied that the requested device information and clinical information is unknown and that patient information cannot be shared with gore. The serial number of the device was requested but remains unknown. Therefore, a review of the manufacturing records could not be performed. A level 1 explant report was provided to gore by the 3rd party. The explanted graft was not returned to gore. Instead a gore explant specialist visited the 3rd party to further evaluate the explanted graft with the following results: the graft fragment presented in a u shape with both ends transected; the fragment length was not reported. The ablumen was covered in thin layer of tan tissue with multifocal deposits of dark red/brown and yellow (presumed adipose) tissue. The blue alignment marks were visible and corresponded with a gore-tex® stretch vascular graft. Evenly spaced serration marks were present, overlying a region of indentation/ compression near extremity a. The lumens at both extremities had dark red material, extend of deposition was not clearly visible. Luminal patency was confirmed with a water test during gore¿s on-site visit. Evenly spaced serration marks were present, overlying a region of indentation/compression were present. From gross images all material disruptions (i.e., material transections, serration marks), appear to be consistent with cutting via sharp surgical instruments (i.e., scalpel, scissors) and grasping/pulling with surgical instrumentation (i.e., forceps, hemostats) likely used during the surgical procedures. The reported reason for removal was infection. The source of the infection was not provided, and there was no accusation of infection being device related from the physician. In the instruction for use the following is stated: possible complications with the use of any vascular prosthesis complications which may occur in conjunction with the use of any vascular prosthesis include but are not limited to: infection; based on the explant analysis report provided by the third party (gepromed, france, independent laboratory), the reported event description, and the subsequent investigation, no further information was provided to gore, therefore we are unable to determine the cause of this incident and assign a root cause. Replaced FDA codes with imdrf codes.

Manufacturer narrative:
H6-code 10 and 213: a level 1 explant report was provided to gore by the 3rd party. The explanted graft was not returned to gore. Instead, a gore explant specialist visited the 3rd party to further evaluate the explanted graft with the following results: the graft fragment presented in a u shape with both ends transected; the fragment length was not reported. The ablumen was covered in thin layer of tan tissue with multifocal deposits of dark red/brown and yellow (presumed adipose) tissue. The blue alignment marks were visible and corresponded with a gore-tex® stretch vascular graft. Evenly spaced serration marks were present, overlying a region of indentation/ compression near extremity a. The lumens at both extremities had dark red material, extend of deposition was not clearly visible. Luminal patency was confirmed with a water test during gore¿s on-site visit. Evenly spaced serration marks were present, overlying a region of indentation/compression were present. From gross images all material disruptions (i.e., material transections, serration marks), appear to be consistent with cutting via sharp surgical instruments (i.e., scalpel, scissors) and grasping/pulling with surgical instrumentation (i.e., forceps, hemostats) likely used during the surgical procedures. The reported reason for removal was infection. The source of the infection was not provided, and there was no accusation of infection being device related from the physician.